Event description:
The patient reported loosing consciousness alleged to be by a communication error between the pod and the sensor, which resulted in hypoglycemia. The patient's blood glucose levels declined to 2.9 mmol/l (52 mg/dl), the patient was found outside her residence by a neighbor who administered honey due to awareness of the patient's diabetic condition. The patient regained consciousness, felt better afterward, and did not seek immediate medical attention. The incident was later reported to their healthcare professional during the next schedule a follow-up visit.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.